Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d4: serial number - correction, d4: lot number - correction, d4: UDI - correction, d9: device returned to MFR - additional information, d9: date device returned - additional information, h2 type of follow up: additional information/ device evaluation, h3a: device evaluated by mfg- additional information, h3b: evaluation included - additional information, h6: additional information, h10 corrected data.

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number (B)(6) . The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Share logs were provided. However, the data received reflected the transmitter with (B)(6) . A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.